Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3889-28, lot# va0h3lp, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4). Analysis of the ins (njy243039h) found no anomaly. Analysis of the ins (njy250879h) found no significant anomaly. The ins setscrew was backed out too far. It was noted that the ins passed the functional and lead insertion tests and the complaint could not be duplicated during analysis. The lead that was stated in the complaint, as being difficult to insert, was not returned.

Manufacturer narrative:
Information regarding being unable to advance the lead into the ins did not involve the ins in this report. Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
It was reported that the lead would not advance into the implantable neurostimulator (ins). They tried several times and tried to back out the setscrew but had no success. It was noted that they used another ins with no issues and the device would be sent back. Additional information received reported that the device had been returned for analysis. The patient was doing great and was receiving effective therapy. Additional information received reported that there was no patient death, there was no patient injury, and that the patient status after the device was removed was recovered without sequelae. Additional information received reported that the lead would not engage into the ins. Refer to manufacturer report # 3004209178-2014-08853. It is unknown which ins the complaint was referring to.

Event description:
Additional information received reported that the ins was used with a different patient. A nurse dropped the battery outside the sterile field and another ins was used instead.